Manufacturer narrative:
A lot number was not provided. Manufacture and expiration dates are unknown. (B)(6). One used burr was returned for evaluation. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. After the evaluation the root cause could not be determined. The company will continue to analyze additional complaints as they are reported. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
During an unknown procedure it was reported that after the burr had been used for ten minutes it started shedding filings of metal into the joint. All filings were removed from the joint and a back-up device was available. Additional informational stated that the surgeon was resecting the femoral neck. A ten minute delay, no patient injury or complications were reported.